Manufacturer narrative:
The reported event that the tip was broken off was confirmed by the service technician. Handling of the device has most likely caused the reported event.

Event description:
It was reported that the tip broke off of the device at the user facility. Though requested, no information was available regarding adverse events, delays of procedures, or medical interventions.

Event description:
It was reported that the tip broke off of the device at the user facility. Though requested, no information was available regarding adverse events, delays of procedures, or medical interventions.